Event description:
It was reported that the physician believed that there was a malfunction with the patient's vns lead due to the impedance being lower than expected, although still within "normal" limits. This was believed to be the case because the patient's settings were very high, and the physician expected higher impedance results. The impedance values of the patient's previous devices were within a similar range. The patient had multiple vns devices implanted due to battery depletion related to the high settings. Historical data was reviewed for all of the vns devices that the patient had been implanted with, and the patient's third generator showed a slight drop in impedance range from dcdc 1 to dcdc 0. Based on the physician's suspicion of a possible short circuit condition and the review of historical data, there is a possibility of a lead malfunction. The physician previously referred the patient for full revision surgery to get better electrode contact on the nerve, but the surgeon decided to only replace the generator as the impedance was within normal limits. The explanted generator was not returned to the manufacturer for analysis. The physician referred the patient again for full revision surgery due to a suspected lead malfunction, but no surgery has occurred to date. No further relevant information has been received to date.

Event description:
Clinic notes were received, and indicated that the patient is experiencing a shocking sensation when turning their head to the right, and experience sharp stabbing pain up the left side of the face, reproducible when reaching with right arm and turning head to the right. It was also stated that this patient has seen an increase in seizures with the pain in the left temple and reduced vns impedance value. The surgeon¿s nurse stated that this patient stated that they visited their neurologist and is having shocks into his brain which are positional. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported that the neurologist believes that the patient's issues are related to the vns device not functioning correctly. It was also stated that the seizures are not as bad as prior to vns but not as well controlled as with the previous vns systems. The patient received a full system explant due to premature battery depletion, low impedance and pain in the neck, and patient's seizures were not well controlled with this device like the previous one. Premature battery depletion is captured under MFR. Report# 1644487-2018-01477. The explanted products have not been received by the manufacturer to date. No further relevant information has been received to date.

Event description:
The lead and generator were received for product analysis. The lead underwent product analysis and it was found that the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. No anomalies were identified in the returned portion of the lead. The generator underwent product analysis. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. No further relevant information has been received to date.